Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming in pre-bypass mode, the device went to the home screen and the gas blender had turned off and the both the centrifugal and cardioplegia pumps were no longer spinning. All occurred during priming. Blender does not stay on when it goes back to the home screen, there is no alarm. There was no patient involvement.

Manufacturer narrative:
The issue has been experienced with hlm.sw.1.5.1. The cockpit log files have been extracted and analysed. The problem reported in this specific incident is related to a reboot of a software application by the operating system to restore normal operation of such application following an unrecoverable condition. This is an embedded safety feature that is activated whenever is necessary, to quickly restore the cockpit functionality while the rest of the hlm remains fully functional with the possibility to control pumps and alarm conditions. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.